Event description:
Laser tested before procedure: laser ready. Laser then stopped "171" message received, ready and functioned again. Laser stopped and went into safety shutdown. Laser fiber changed: again ready. Laser again went into shutdown error "171","210", "172". Surgeon noted tip of laser fiber disintegrated, removed fiber from patient and separated tip removed from patient using flexible grasper. No additional medical intervention required once separated tip was removed.